Event description:
It was reported that during implant the physician noted that there was a ridge inside the lead pin of the left ventricular (lv) lead, making it difficult to insert a guidewire. The wire was ultimately successfully inserted and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.